Manufacturer narrative:
(B)(4). A technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to run the ventilator for an additional 24-48 hours. If the ventilator displayed the same error codes, the customer was instructed to replace the graphic user interface (gui) printed circuit board (pcb). No additional information was provided.

Event description:
It was reported that during patient use, a ventilator displayed a loss of communication error code. There was no harm to the patient as a result of this event.